Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Cause was not known. Customer attempted to self-treat with a manual injection, however required assistance due to bg level and paramedics were called. Reportedly, the customer over corrected decreasing their bg level and was given crackers and glucose by paramedics. Recommendation was made to consult with a healthcare provider regarding diabetes management.